Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt's mother reported to a company rep that the pt had been sick for 5 days with pneumonia and his physician changed his basal rates a week ago. His blood glucose has been elevated to 20 mmol/l (360 mg/dl) and she has been adjusting his meal boluses to lower his blood glucose to 9 mmol/l (162 mg/dl). She stated the school called her today to tell her that at 11:00am, the pt's blood glucose lowered to 1.7 mmol/l (31 mg/dl) and at 1:00pm, lowered to 3 mmol/l (54 mg/dl). The mother thought that the antibiotic he was taking had left his system and the basal rates are now too high. Upon f/u with the pt's mother, she stated that the pt was shaking during low blood glucose and he was given food and juice to elevate his readings. The pt would not have been able to retrieve food/drink on his own. An hour later, his blood glucose measured 9 mmol/l (162 mg/dl). His normal blood glucose range is 4-8 mmol/l (72-144 mg/dl). His blood glucose lowered to 3.1 mmol/l (56 mg/dl) because he ate a fruit bar and bolused as a correction. Further troubleshooting did not reveal any product issues. No product was requested to be returned for evaluation.